Event description:
Stryker monitor 1,2,3 and any monitor hooked up to the endo camera flashing on and off even with the camera turned on. Portable stryker tower brought in to do laparoscopic case as patient was already on the table.